Manufacturer narrative:
Additional information was received and section b5 was updated. After use of the mynxgrip vascular closure device (vcd), hemostasis wasn't perfect. There was no patient injury. The customer didn't remember the reason exactly. Hemostasis was achieved with manual compression for more than thirty minutes and recovered. The patient was not hospitalized or hospitalization extended as a result of the event. A competitor's sheath was used. The mynx vcd was prepped according to the instruction for use (IFU). Femoral artery¿s suitability verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The vessel tortuosity was normal. The stick location was normal. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. No other information was provided this device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A device history record (DHR) review was performed and showed that these lots of products met all the requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot f1809901 presented no issues during the manufacturing process that can be related to the reported event.

Event description:
After use of the mynxgrip vascular closure device (vcd), hemostasis wasn't perfect. There was no patient injury. The customer didn't remember the reason exactly.

Manufacturer narrative:
After use of the 5f mynxgrip vascular closure device (vcd), hemostasis wasn't perfect. There was no patient injury. The customer didn't remember the reason exactly. Hemostasis was achieved with manual compression for more than thirty minutes and recovered. The patient was not hospitalized or hospitalization extended as a result of the event. A competitor's sheath was used. The mynx vcd was prepped according to the instruction for use (IFU). Femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The vessel tortuosity was normal. The stick location was normal. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. No other information was provided. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the syringe was connected to the device with stopcock close, the shuttle was disengaged from the black handle, the sealant sleeve pulled back close to the shuttle hub, and the sealant and advancer tube were observed to have been on the catheter shaft, covering the balloon proximal tip as received. The procedure sheath was not returned with the device. The condition of the returned device is like an incomplete removal of the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The shuttle cartridge was retracted, and the advancer tube was found properly engaged distal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1809901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to condition in which it was received. However, the exact cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and the product evaluation, procedural/handling factors (such as incomplete removal of the device leading to the sealant becoming dislodged during removal) may have contributed to the issue experienced as evidenced by the advancer tube still being on the catheter shaft. According to the instructions for use (IFU), which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall and leading to a failure to achieve hemostasis. Neither the phr reviews, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.